Event description:
Report #1 of 2. Report received of multiple undocumented incidences of disconnection with potential for leaking at the connection of the female adaptor end of the extension set and the primary IV set. The customer reported that this has happened to "multiple people, multiple times." It was reported that when the primary set is connected to the abbott extension set, the primary set "slips" out while the nurse is trying to tighten the luer lok. No actual leakage was reported. The situations were resolved by either changing or removing the extension set, or adding a valve between the sets. There were no reports of bleed back or adverse patient events associated with the disconnections or potential leakage. Though requested, no further information was received.